Manufacturer narrative:
The tandem t:slim pump user guide indicates that humalog insulin was tested and found to be safe for use in the t:slim pump for up to 48 hours. Also, to change the infusion set every 48¿72 hours and the insulin should be at room temperature before filling the cartridge. Device not returned.

Event description:
It was reported that the customer received multiple occlusion alarms. After each alarm, the customer changed all of the pump supplies. The customer's blood glucose (bg) level was 353 mg/dl and a correction bolus was delivered to address the bg level. A system check was performed using the current supplies on the pump. The pump and infusion set tubing were found to be operating as expected. As the customer did not think the infusion site was the problem, the cannula was not removed. Reportedly, the customer uses cold humalog insulin in the cartridge and changes out the supplies every 4 days.